Event description:
Related manufacturer reference number: 2017865-2022-12345. It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the right ventricular lead exhibited over-sensed noise leading to pacing inhibition. The patient was brought for an in clinic check. Upon review, it was determined that the patient fell and the implantable cardioverter defibrillator moved in the chest. A lead fracture was suspected as a result. The device was explanted and replaced. The lead was capped and replaced on (B)(6) 2022. The patient condition was stable post-procedure.